Event description:
It was reported that when the patient presented to the emergency room after experiencing phrenic nerve stimulation, x-ray confirmed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.